Event description:
A 60-yr-old female with history of bilateral mastectomies and reconstruction admitted with diagnosis of bilateral mastectomy deformities, post breast reconstruction with capsular contractures. Pt underwent surgery for removal of breast implants and capsulectomies, with revision of breast mastectomy reconstruction. The procedure was tolerated well and pt was discharged same day. Implants were requested by pt and her atty.